Event description:
Original surgery in 1997 for progressive congenital scoliosis. The pt had a combined anteroposterior instrumentation and fusion with a convex hemi-epiphisy edisis done via thoracotomy, followed by a posterior instrumentation done under the same anesthetic. According to surgeon, there was "an excellent correction through a very rigid curvature." "Sometime later" the proximal clamp assembly became loose and the rod backed out. The pt was brought back for surgery in 1999 to remove the original implants and replace with different MFR system. This event type is occurring below the frequency and severity that are normal for this device.